Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed for replace battery now without low battery alarm. Customer¿s blood glucose was unknown at time of incident. Troubleshoot was performed but did not resolve the issue. Customer advise to replace battery and monitor the insulin pump. Insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The insulin pump was received with normal operating currents, no unexpected power loss alarms noted during testing.